Event description:
It was reported that during implant, the impedance measurement of the high voltage lead was greater than 200 ohms. Multiple attempts were made to adjust the lead screw. Both the lead and the device were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) the full lead was returned for analysis and no anomalies were found, but blood noted on helix mechanism.